Manufacturer narrative:
A steris account manager observed the tubing sets and confirmed that the plastic connectors for the tubing set were broken. The reliance endoscope storage cabinet operator manual states (4-21), "warning - personal and/or equipment damage hazard: when connecting or disconnecting the channel purge tubing sets from flexible endoscopes, care must be taken to not only protect the endoscope, but also the tubing sets from being damaged. When disconnecting, please make sure you follow these steps to ensure your tubing sets will last and do the job they are intended to do." The operator manual further states (4-23), "do not pull on the tubing set when disconnecting, this can cause breakage of the tubing connectors." Additionally, the operator manual states (5-2), "tubing sets and connectors should be checked regularly for cracks, discoloration and loss of tubing flexibility. If any such flaws are found, they should be replaced immediately." A steris account manager discussed the proper use and operation of the tubing sets with user facility personnel. No additional issues have been reported since the replacement tubing sets were provided.

Manufacturer narrative:
A steris account manager provided the customer with replacement tubing sets. The conditions of the reported event are currently under evaluation; a follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported via user facility medwatch report number mw5092247 that the rect1con20 tubing sets for their reliance 6000 series endoscope storage cabinet were breaking following sterilization. No report of injury.